Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the erbe integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported failure of ¿unit will not power on¿. The fuses were replaced. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding the erbe not powering on was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the erbe would not power on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe is pending failure analysis. The complaint regarding the erbe not powering on was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A log review confirmed the benign hysterectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer swapped to a backup generator after the start of the procedure due to the erbe not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable, the product is not implantable, the initial reporters name and address is not available, and it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure the erbe blanked out in the middle of a procedure. The caller attempted to power cycle the erbe without success. The caller stated they moved outlets with no resolve. There was a third-party generator on the vision side cart (vsc) that was powered on. The customer connected the known good power cord to the erbe, but the issue remained. The caller did not notice any issue with the erbe power button. The procedure was completed as planned with no reported injury. On 21-december-2022, the following additional information was obtained: system functionality was checked upon powering up the system. The esu initially powered on without errors. The issue was a loss of power to the esu. The issue first occurred at the end of the robotic portion of the case. The generator was no longer necessary to complete the case, so the customer undocked and completed the procedure as planned.